Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy - "(B)(6) advised the black rubber from the seal house had fallen into the patient. Customer has replied to questions advising pieces fell into the patient but all pieces retrieved. The middle black seal around the central aperture detached. The colour of the component was black. The component appeared to be torn. Unknown what other instruments were used as the black piece that was torn off was noticed at the end of the procedure, when the cavity was being inspected, just before the ports get removed." Patient status - fine. Type of intervention - it was found on final inspecting before closing.

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event product was returned to applied medical for evaluation along with a black fragment and three other trocars used in the same procedure. No malfunctions were reported for the three additional trocars and all three met current specifications. Engineering evaluated the event product and noted the fragmented septum and detached duckbill components on the seal. The customer stated that the duckbill was removed to investigate where the fragment came from. The black fragment matched the missing portion on the septum. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to damage caused by instruments used in the procedure. As stated in the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from team member via email on november 10, 2016: the extra products were given packaged as they were used in the same procedure - sent to assist the evaluation. Additional information received from sales representative via email on november 14, 2016: it was only the small fragment that fell off inside the patient. The larger "double duck bill" would have been removed later to see where the small fragment came from.